Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: the complaint of the blank display screen was not able to be duplicated. During testing, the pump powered on with audio tones, vibrations, and the display screen fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.